Event description:
Information received by medtronic indicated that the customer reported the crack on the back side of the pump. Troubleshooting was performed and the customer stated that the insulin pump was not bumped/dropped. The customer confirmed that there was no damage of out-of-box and retainer ring. No harm requiring medical intervention was reported. The customer discontinued the use of the insulin pump, and the device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Blank display due to severely corroded pcb1 and pcb2 board. Unable to perform self-test, displacement test, active current measurement and sleep current measurement test due to blank display. Unable to download due to blank display. Found moisture damage to force sensor, pcb1 board and pcb 2 board during visual inspection. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case (battery tube), cracked keypad overlay, faded serial number label, corroded motor home switch. Cosmetic damage was confirmed at battery compartment. Blank display was noted due to moisture damage on the electronic stack and motor assemblies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.